Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2218-50 serial #: (B)(4) description: linear st lead, 50cm the explanted leads were not returned to bsn as they were discarded by the medical facility. It is indicated that the explanted leads will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had high impedance and was having frequent ipg charging. It was also reported that the patient had a previous neck fusion surgery. The patient underwent an explant procedure and was doing well postoperatively. Electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of electrocautery. (Physician¿s implant manual (B)(4)).

Manufacturer narrative:
Sc-1132 (sn (B)(4)) device evaluation indicated that the complaint regarding to the frequent charging could not be verified since the patient's data showed normal battery depletion rate 5.97 mv prior to the explant. However, the device battery depletion rate has changed to 29.92 mv which resulted in high sleep current rate of 55 ua, slightly above the limit of 50 ua. In addition, the device failed dc leakage test due to capacitors leakage with charging time out. The symptom continued as long as port d (e9 - e16) was connected. Asic-u2 is responsible for the channels and would be likely damaged from the electrocautery usage during the explant procedure.

Event description:
A report was received that the patient had high impedance and was having frequent ipg charging. It was also reported that the patient had a previous neck fusion surgery. The patient underwent an explant procedure and was doing well postoperatively. Electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of electrocautery. (Physician¿s implant manual (B)(4)).